Manufacturer narrative:
Literature article title: short-term versus long-term dual antiplatelet therapy after drug-eluting stent implantation in elderly patients a meta-analysis of individual participant data from 6 randomized trials. Authors: seung-yul lee, md, myeong-ki hong, md, phd, tullio palmerini, md, hyo-soo kim, md, marco valgimigli, md, fausto feres, md, antonio colombo, md, martine gilard, md, dong-ho shin, md, jung-sun kim, md, byeong-keuk kim, md, young-guk ko, md, donghoon choi, md, yangsoo jang, md, gregg w. Stone, md journal name: j a c c : cardiovascular interventions d o I . O r g / 1 0 . 1 0 1 6 / j . J c endeavor rx not approved in the USA but is similar to endeavour sprint rx. Endeavour sprint rx is approved for in the USA. If information is provided in the future, a supplemental report will be issued.

Event description:
This study was to evaluate the optimal duration of dual antiplatelet therapy (dapt) after the implantation of drug-eluting stent (des) in elderly patients. Endeavor zotarolimus-eluting stents were implanted in the left main, left anterior descending artery, left circumflex artery and right coronary artery. At 6 months and 12 months follow up, the following clinical outcomes were reported - cardiac and non-cardiac deaths, myocardial infarction, definite or probable stent thrombosis, stroke and bleeding.